Event description:
Found during testing. According to the reporter, the device displays a service indicator when powering up and an "energy fault" warning message when the charge button is pressed. The reporter stated that fault code 22 and 28 were logged into the device error log.

Manufacturer narrative:
Device data storage, including defibrillator calibration constants, are stored in a battery-backed ram chip, designator u28, on the main pcb assembly. Ic chip u28 contains a lithium energy cell battery that can maintain the device data for a minimum of 5 years continuous duty. A recent failure analysis has determined that a severely depleted energy cell can result in a failure of the defibrillator to charge completely and/or a failure to discharge. Physio-control recommended the customer replace u28 and recalibrate the device to restore proper operation.